Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents for bd maxtm system kit (ref 44500301) lot 1209769 was performed by the review of manufacturing records and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents for bd maxtm system indicated that lot 1209769 was manufactured according to specifications and met performance requirements. Customer reported suspected false positive results with bd sars-cov-2 reagents for bd max¿ system kit lot 1209769. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. According to the information provided, customer obtained discrepant results in the initial runs and the retests. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents for bd max¿ lot 1209769. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA). Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system 6 false positive n1 results were obtained. Testing was repeated and the results are negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer states that for the last 2 weeks they had 6 patient samples positive for n1 target only, but upon repeat, the results are negative for all targets.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with bd sars-cov-2 reagents for bd max¿ system 6 false positive n1 results were obtained. Testing was repeated and the results are negative. There was no report of patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer states that for the last 2 weeks they had 6 patient samples positive for n1 target only, but upon repeat, the results are negative for all targets.